Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had reservoir leak. Customer's blood glucose level was 243 mg/dl. It also reported that fluid exposure occurred and type of fluid was insulin. Customer was advised to remove the reservoir and replace insulin pump. Customer will not sent insulin pump analysis.